Manufacturer narrative:
No consequences or impact to patient. Contamination during use. The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.

Event description:
The customer confirmed the presence of micro-organisms in the r1 cartridge of the clinical chemistry urea nitrogen reagent. There was no impact to patient management.